Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a right unruptured supraclinoid saccular aneurysm measuring 11mm x11mm in size. During the deployment of two pipelines, it was reported that they both required balloon angioplasty to achieve full wall apposition (an option presented in the instructions for use). It was reported that a mural clot was discovered during the post-op angiography to be forming on the wall of the pipeline and was resolved by administering 13mg of reopro and 4mg rtpa. Same event as MDR# 2029214-2013-00575.